Event description:
It was reported that the left ventricular (lv) lead had high thresholds. In addition the high thresholds contributed to the implantable cardioverter defibrillator (ICD) reaching recommended replacement time (rrt) early. The lv lead was capped and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.